Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2014, explanted: product type extension product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2014 explanted: product type extension product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the implanting center (via the manufacturer representative) because the patient asked for legal expert ise. It was reported the patient seemed to feel heat through the extension. There was no explanation for what may have led or contributed to the issue. The patient believed this can be "lead" by the ipg positioning. According to the physician, the implant of the system went well. After the implant, the patient never accepted the implants. The full system (ipg, lead and extension) was explanted by another center.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.